Manufacturer narrative:
Eval summary: primary operative notes were provided and are unremarkable. X-ray analysis reveals a well-aligned and well-fixed right total hip replacement. An analysis of the 6 weeks x-ray revealed that the acetabular component was placed in the appropriate degree of inclination. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) and relevant medical history. Rehabilitation protocol is noted as 'home exercise'; however the pt's adherence thereto is unk. Cause cannot be definitively determined. Eval: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was diagnosed with psoas tendonitis and experienced right groin pain.